Manufacturer narrative:
(B)(4).

Event description:
The patient had an open wound on the skin over the pump; the cause of the wound was unknown. The pump was explanted from the right buttock and a new pump was implanted in the left buttock. The pump from the right buttock was noted to be functioning appropriately. The old catheter was completely removed. The patient recovered without sequela. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter body revealed dark residue occlusion in dispensing holes.